Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father stated that the reservoir compartment of the insulin pump was cracked and had to be held together with a piece of tape. Customer's father also stated that the insulin pump is not working properly and shuts down every ten minutes. Blood glucose level was 160 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump was received with cracked display window, cracked display window corners, a broken reservoir tube lip and bleeding display glass.